Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that there was no indication of twiddlers on the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high/variable impedance and elevated sensing integrity counter (sic). In addition, the right atrial (ra) lead had dislodged and experienced lack of sensing and capture, high thresholds, and an impedance rise. Twiddler syndrome was suspected. The rv lead was repositioned as there was no slack and the ra lead was explanted and replaced. The patient is a participant in the adapt response study. No patient complications have been reported as a result of this event.